Manufacturer narrative:
Corrected h4 and updated h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-nov-2022 to 05-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had keyboard failure. A field service engineer found the faulty keyboard was a reason for the issue. Swapped with new keyboard to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that a pyxis ciisafe system had keyboard failure that prevented user from accessing medication. The customer mentioned that there was a delay to patient care for 10 minutes to retrieve the critical medication. The delayed medication was named as morphine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had keyboard failure. A field service engineer was swapped with new keyboard to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system had keyboard failure that prevented user from accessing medication. The customer mentioned that there was a delay to patient care for 10 minutes to retrieve the critical medication. The delayed medication was named as morphine. There were no adverse events or injuries reported based on this event.